Manufacturer narrative:
The investigation determined that a higher than expected, vitros quality control result was obtained using the vitros clinical chemistry products crbm slides on a vitros 4600 chemistry system. The most likely assignable cause of the higher than expected crbm result was an instrument related issue. In addition to the vitros crbm assay, multiple vitros assays were affected, however the mangintude of bias did not breach ortho's reporting criteria for each assay. Once the routine maintenance of cleaning the reflectometer lens was completed, the qc results returned within expected ranges.

Event description:
A customer obtained a higher than expected, vitros crbm quality control result from a vitros quality control fluid on a vitros 4600 chemistry system. Vitros tdm performance verifier lot l5351 crbm result of 18.59 ug/ml versus the expected crbm result 14.12 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected during the interval that the higher than expected quality control result was obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.(B)(4).